Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04323. It was reported the patient has been experiencing seizure activity and as a result has suffered multiple falls. The patient underwent surgical intervention to explant the entire scs system on (B)(6) 2016. The stimulation was turned on during the first seizure and it is unknown if the scs system was turned on during the second seizure. The patient has no history of seizure activity and the physician does not believe the seizure activity is related to the scs system.